Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an empty cartridge alarm occurred after the user loaded a new cartridge. The user reloaded the cartridge successfully and resumed insulin delivery. The user's blood glucose level was 82 mg/dl.